Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2011 for a scheduled biventricular implantable cardioverter defibrillator (ICD) upgrade procedure. During the procedure, the chronic right ventricular (rv) defibrillation lead was exhibiting high pacing thresholds. The pace/sense portion of the lead was surgically capped and a separate non-boston scientific pace/sense lead was implanted. The shock portion of the rv defibrillation lead remained in-service. Prior to implantation of the left ventricular (lv) lead, the patient developed spontaneous ventricular tachycardia (vt). The patient received external defibrillation multiple times. Subsequently, the patient developed incessant vt/vf, each time requiring shock therapy. The physician elected to abort the procedure and the patient was transported to a critical care unit (ccu). The local representative was notified that the patient had died eleven days later.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.